Event description:
Ous MDR - after an implantation period about 19 months, a premature ventricular contraction (pvc) was reported via home monitoring after the patient had fallen. Thereafter oversensing was confirmed. A possible lead fracture was assumed. The lead was explanted, but not returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the ff and rv channels, which led to the detection of vf episodes. (B)(4). Based on the available data, the presence of an insulation damage on the lead cannot be ruled out. Diagnostic images of the lead were not received for analysis. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.